Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer stated that he is getting some high blood glucose and wanted to change the carb ration from 1-26 to 1-24. The customer stated the health care professional has given me permission to make the changes. Assisted the customer to review the basal settings and he stated it was not the basal but the correction, customer change sensitivity from 28-25. The customer also stated he also switched his bolus to quick speed. The customer stated his blood glucose was 234 mg/dl. The insulin pump will not be returned for analysis.